Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing of noise leading to pacing inhibition along with high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where a ra lead fracture was observed under fluoroscopy. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.